Event description:
It was reported that a balloon burst occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mm x 3.75 mm wolverine coronary cutting balloon was advanced for dilatation. However, it was noted that the device could not be crossed. The device was removed and negative pressure was applied outside the patient, but did not work. Then, ballooning was tried but no pressure was applied, and it was further noted that the balloon burst. The procedure was completed with another of the same device. No patient complications reported and the patient status was good post procedure.

Event description:
It was reported that a balloon burst occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mm x 3.75 mm wolverine coronary cutting balloon was advanced for dilatation. However, it was noted that the device could not be crossed. The device was removed and negative pressure was applied outside the patient, but did not work. Then, ballooning was tried but no pressure was applied, and it was further noted that the balloon burst. The procedure was completed with another of the same device. No patient complications reported and the patient status was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole just distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon. A pinhole was identified just distal to the proximal markerband. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.